Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were under responsive. It was reported that the keypad cover was damaged and there was no evidence of moisture or corrosion in the pump. The reporter stated there was under delivery issue due to the keypad issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/29/2014 with the following findings: the pump was returned with a cut and peeling keypad cover. During testing, the ok keypad button was intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. Unrelated to the initial complaint, the battery compartment was observed to be cracked and the batter cap had stripped threads. Also unrelated, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.